Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a routine followup, loss of capture was observed on the left ventricular lead. During the revision, it was noted that the lead had dislodged. It was explanted and replaced.